Event description:
The organization recognized a trend with our hill-rom beds. When the bed is pushed in too far (i.e. Into the wall), the connection that connects with the wall becomes ruined/damaged. The connection on the bed will become bent to the point of not being able to use. This is imperative because this connection is what activates the bed alarm. Wanted to draw your attention if any other organizations are experiencing this issue.